Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient never had a good response from the deep brain stimulator( dbs) or parkinson medications. The patient was unable to come in for a visit at this time and hcp would check on patient as soon as patient able to come to clinic.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that a patient whose indication for use is movement disorders had a return of symptoms, shaking in the left arm which had been sudden in nature starting on (B)(6) 2016. The patient had fallen on their back on (B)(6) 2016 and broke their ankle. The patient was hospitalized and awaiting ankle surgery. The patient programmer which is in simple mode was used to the check the implantable neurostimulator (ins), the programmer showed on and ok. It was possible that when the patient had fallen the system was damaged. The patient was on narcotics which were stopped on (B)(6) 2016 and the patient had started intravenous (IV) tylenol. Further follow up is being conducted to obtain information about troubleshooting and actions/interventions taken. If additional information is received a supplemental report will be submitted.